Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height cubie drawer 4 was failed to recover and not sensing that the drawer was open or closed. A field service engineer found the full height cubie drawer 4 latch assembly magnet missing, replaced the failed component and confirmed proper operation, verified functionality in diagnostics with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mccsu4 main full-height cubie drawer 4, the user was unable to recover the drawer, as it did not detect whether it was open or closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.